Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad was worn, partly torn and peeled off. The device history record for the lot indicated no anomaly with the event-related items below. [Inspection] ultrasonic output. [Inspection] appearance. From the survey results of the actual product and past cases, it is estimated that the peeling of the tissue pad was caused by the following causes. When nothing was gripped between the grip and the tip of the probe (including after the tissue was cut), the grip was closed and ultrasonic output was performed, so the tissue pad was worn and partly torn. I guess it came off. As a result of checking the instruction manual, the following descriptions related to this event were found. This event is warned by the instruction manual. Drawing number and revision number of IFU: (B)(4). Do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
Olympus medical systems corp. (Omsc) was informed by the non-healthcare professional that during a laparoscopic hernia repair using the subject device, the tissue pad was damaged at about the 6th activation. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to omsc. Omsc found that the tissue pad was worn, partly torn and peeled off.